Manufacturer narrative:
3003721894-2016-00034 is associated with (B)(4). Polident denture adhesive cream is marketed as poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional information: polident denture adhesive cream 60g was not left in the evening after using it and he happens to swallow the product and queried if it would be harmful.